Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 350cc mentor siltex round moderate profile saline catalog: 3542655, lot: 219289. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 350cc mentor siltex round moderate profile saline breast prostheses, experienced right side deflation post-operatively. As a result, the patient will undergo removal on (B)(6) 2019.

Manufacturer narrative:
On 5/8/2019 the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a tear was observed during leak testing measuring approximately 0.4 cm in the posterior aspect.microscopic examination was performed. No evidence of instrument damage was observed. Since the second product is a concomitant device, no further analysis is required. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. On (B)(6) 2019, mentor became aware that the device manufacture date, was erroneously excluded in the supplemental report sent on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/10/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Update on concomitant product lot is 179420, date of original implant updated to (B)(6) 2001 patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3501655, serial number (B)(4) and right replaced with catalog number 3501655, serial number (B)(4). Manufacturer¿s reference number: (B)(4).